Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in excellent condition. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The investigator noted that the pump failed to alarm when the disposable or temp check was removed. This product problem was attributed to faulty pcb. The pcb was replaced as a result. Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported the device exhibited an unspecified product problem . No patient injury or complications were reported in relation to this event.